Manufacturer narrative:
MFR ref no (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced but confirmed through the event history log. During eval the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump had "constant downstream occlusion during incoming test." It was also reported that the failure was found before first clinical use and that there was no pt involvement.